Event description:
It was reported the patient developed a low grade fever, increased spasticity and rigidity. The physician felt the patient was going into withdrawal so the patent was given versad and oral baclofen which made the patient more comfortable. The patient later became diaphoretic, experienced tachycardia, and more rigidity. An x-ray showed a normal position of the catheter. One ml was aspirated from the cap. A priming bolus was programmed (0.325 ml which included the pump tubing volume; 0.126 ml was the correct volume to be programmed). Four hours later, the patient became respiratory compromised and was very sleepy and unarousable. The patient was in the ICU. Pump logs were checked and were normal; no volume discrepancies were noted. The drug used in the pump was compounded baclofen 5000 mcg/ml at a dose of 714 mcg.day. The pump had last been filled in february. There had not been any problems noted. Additional information has been requested, but was not available on the date of this report.